Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. It is not known if this message triggered earlier than intended. The device is providing therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information based on analysis findings stated that the ipg depleted prematurely.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.